Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited far r-wave over-sensing leading to inappropriate automatic mode switch. Programming changes were performed. Post-programming, atrial under-sensing was noted resulting in loss of bi-ventricular pacing. No additional intervention was performed. There were no patient consequences.

Event description:
New information indicates that the under-sensing resulted in lowered bi-ventricular pacing.